Event description:
Additional information received on 04/23/2026 for mw5186179 to update manufacturer to unknown.

Event description:
I put super poligrip free denture adhesive cream in my immediate dentures. I was ok until I drank coffee. I started feeling nauseous. I removed my dentures. My gums started feeling sore. My throat started feeling itchy and started trying to close up. I took two benadryl clear gels. The reaction stopped. This morning (B)(6) 2026 I woke up at 3:15 am to go to the bathroom. That's when I started throwing up. Everything calmed down around 4 am. That's when I decided to tell you about what happened. Currently my stomach hurts, my head is hurting & feeling I may start throwing up again. I have a horrible soy allergy & I'm prone to anaphylactic shock. An allergy test done on me back in the 1990s that went horribly wrong caused it. I didn't see anything listed in the ingredients that raised red flags for me. I thought it was safe for me. It's clear to me I'm allergic to something in super poligrip free denture adhesive cream.